Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device replacement procedure on (B)(6) 2020, the left ventricular (lv) was implanted and then explanted due to high capture threshold and dislodgement.